Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was discovered that the high voltage cable had a defect and was replaced. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the sys 9800's collimator closed down and made the system nonoperational. There was no adverse pt involvement reported. There was no pt info reported.